Event description:
It was reported the impedance since implant has been trending down with "76% low impedance pulses." This lead is still in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.